Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the event. It was reported to boston scientific corporation in 2008, that a jagtome rx sphincterotome device was planned for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure four days prior. According to the complainant, prior to inserting the device into the scope, the orientation appeared twisted. The physician tried to use this device and had a hard time getting it out of the scope channel. The tip seemed to be split open. The device was replaced with another device. Refer to MFR report# 3005099803-2009-00126 for details regarding the second device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.